Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 1000 mcg/ml at 82.3 via an implantable pump for unknown indication for use. It was reported that they were unable to refill the patient's pump; concerned of pump flip. No environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included "taken to ir; xray and attempted to access refill port". No interventions/actions were taken to resolve the issue yet. The issue did not resolve at the time of this report. No surgical intervention occurred and was unknown if any was planned. The patient's status was "alive-no injury". The patient's medical history included cerebral palsy and patient's weight was asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.